Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device history logs indicated that the user powered on the device manually for 200j self test until the batteries depleted. This does not indicate device malfunction. AED plus units are defaulted to perform automatic self test once every 7 days and once per month when the unit is stored with batteries and pads installed. The device along with the test batteries were subjected to full functionality testing without duplicating the reported malfunction. This claim has been closed as device meets specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.